Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the battery was depleting quickly which resulted in the pump shutting down. Additionally, the pump time was noted to be inaccurate. The customer¿s blood glucose ranged from 264-305 mg/dl. Reportedly the customer continued to use the pump for insulin therapy.